Manufacturer narrative:
Medwatch: mw5172643.

Event description:
Voluntary medwatch received states that the left ventricular lead impedance was found to be low out of range. There was also loss of capture with high thresholds noted on the right ventricular lead. No intervention was performed.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.